Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row a cubie pockets within enhanced full height cubie drawer main 5 were failed and unrecoverable in the application. A field service engineer removed and found a quantity of medication that was spilled and had become very sticky under the row board, causing the row board to fail. Replaced the row board. Then the row a pockets operated properly and checked okay under the diagnostics. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had multiple full height cubie pockets from drawer 5 not being detected by the system. Upon investigation of fse found a quantity of medication that was spilled and had become very sticky under the row board. There were no adverse events or injuries reported based on this incident.